Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025, just before 4:00 pm, a "no external power" and "low voltage hazard" occurred at almost the same time. Log file analysis was requested. The log file appeared to capture a "loss of power" to the mobile power unit (mpu) at 15:47 on (B)(6) 2025. The system continued to operate at the set speed and was supported by the controller¿s backup battery (ebb) until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated that the mpu had a v-lock connector on the ac power cord. The no external power alarms and low voltage hazard alarms were due to the ac power cord coming loose at the wall outlet. The device was not replaced. No troubleshooting was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms was confirmed via the submitted log files. On 05oct2025 at 15:47:36, the log file captured low voltage hazard and power cable disconnect alarms which escalated to a no external power alarm on 05oct2025 at 15:47:41 while connected to the mobile power unit (mpu) due to a loss of ac power. The alarms resolved on 05oct2025 at 15:47:41 when power was restored to the system. The backup battery supported the system without issue during this event. There were no other notable events captured on the reported event date in the log file. Multiple attempt were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector in use on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have impacted ac power at the time of the reported event, details of any troubleshooting steps taken, if the mpu was exchanged, and if the mpu will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A, heartmate 3 patient handbook, rev. C are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.